Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. The trigger was returned engaged. There was evidence of use in the form of biological material on the device. The stapler was returned with zero staples remaining in the cover block, indicating that every staple was fired by the customer. Because the stapler was returned with no staples remaining, functional inspection could not be performed. A device history record review was performed and no relevant findings were identified. The IFU for this product states, "to obtain optimum staple closure, the trigger must be squeezed all the way in." The reported complaint was not confirmed based upon the sample received. The stapler was returned with no staples remaining in the cover block. For this reason , functional testing could not be performed, and the reported complaint could not be confirmed. A DHR review was performed with no evidence to suggest a manufacturing related cause. Teleflex will continue to monitor and trend on complaints of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".

Manufacturer narrative:
Qn# (B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. Other remarks: n/a. Corrected data: n/a.

Event description:
It was reported that "staple jamming". As a result, a new stapler was used to complete the procedure. No patient harm or injury. The patient status is reported as "fine".